Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-450 mg/dl. The customer treated with water and syringe. The customer stated that he changed his set twice since then. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check the tubing for air. The customer stated that there was a large gap of insulin and some air bubbles. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that that insulin did exit. The customer was assisted with performing the hp test. The customer stated that the test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.